Event description:
It was reported that the user experienced a hypoglycemic event with a recorded blood glucose of 50 mg/dl, which could be attributed in part to not meal announcing. The user self-treated with oral glucose in the form of glucose tablets and juice, and the event resolved. Symptoms included low blood glucose. Outcomes included temporary functional impairment without hospitalization. Investigation included complaint review and user troubleshooting with education on use and meal announcement. Investigation of this case revealed no device malfunction identified and user-related factors as a potential contributor. It was concluded that the event was consistent with hypoglycemia with cause unclear and that the device functioned as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.